Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1pcff, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative that on 4/28, the doctor confirmed that part of implantable neurostimulator (ins) was exposed from the skin during outpatient follow up. In the presence of 5/6, the main body and lead were removed. A part of the skin was cut off. When going to bed, sleep with the implantable neurostimulator (ins) main body side down. It seemed that the load was applied and the device was exposed.